Manufacturer narrative:
No issues with the fluid path was observed that would result in a failure to deliver insulin. The exposed portion of the soft cannula was found to be ripped/torn. The cause and time of occurrence could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached 347 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient treated by removing the pod and giving a manual injection, as well as drinking water.